Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported complaint condition. The device involved in the complaint wil not be returned as it was discarded by the customer after use. Once the investigation is completed a follow up report will be filed. Reference e-complaint (B)(4) . Product was discarded.

Event description:
"Physician was using the new delineator, and after the tlh while dr. Was sowing up it was noticed that patient had 2 "lacerations" on each side of the vaginal vault at 9 and 3 o'clock. Thought to be due to using the 4.0 delineator in a tight vaginal vault and therefore stretching and a tear occured due to excessive cephalad pressure."

Manufacturer narrative:
(B)(4). Investigation: x-initiated manufacturer's investigation, x-no sample returned, review DHR, inspect returned samples, inspect stock product. *analysis and findings the reported complaint is not verifiable due to the absence of any form of objective evidence in the form of the affected device, or other form. The device sample was recorded as not being returned, no RMA was issued. Should the device be returned or made available in the future this complaint may be reopened and addressed accordingly. However, the reported event is confirmed by both verbal conversation with the project manager and the reported complaint problem text, stating that the incorrect size was used in the procedure; "conversation with (B)(6) - lacerations due to oversized cup used. " further product verification was not possible as the product lot was reported as "unknown". It's concluded that through existing documented communications with the complainant that the result of the reported event was directly attributed to end user error. Review of the product dfu and risk management file (B)(4) (annex d.6.02) was verified to have addressed the potential failure mode of incorrect size being selected *correction and/or corrective action: corrective action is not applicable as it was concluded that the result of the reported event was attributed to end user error in having used the incorrect device size for the performed procedure. This complaint will be monitored for trending in that no injury was reported to end user, or patient. Product was discarded.

Event description:
"Physician was using the new delineator, and after the tlh while dr. Was sowing up it was noticed that patient had 2 "lacerations" on each side of the vaginal vault at 9 and 3 o'clock. Thought to be due to using the 4.0 delineator in a tight vaginal vault and therefore stretching and a tear occured due to excessive cephalad pressure."